Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Manufacturer narrative:
Product complaint #(B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: lot and expiration information below (copy of my original email). No at this point I do not have the suture. No adverse consequence to the patients. Lot: spmcrz, exp date: 2024-11-30.

Event description:
It was reported an animal underwent an unknown veterinary procedure in 2023 and suture was used. During the procedure, , it was reported by facility contact: ¿I wanted to report that we have had the suture in this box (so far) with an issue the needle separates from the suture when we go to use it.¿ it is unknown if there were any patient consequences. It is unknown if the device is available for return. No adverse patient consequences were reported. Additional information was requested.